Event description:
It was reported that the patient was experiencing lower heart rates in the presence of t-wave oversensing (twos) on the right ventricular (rv) lead. Lead sensitivity and pacing configuration were adjusted without resolve. The lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2014; 429678 lead, implanted: (B)(6) 2014. (B)(4).